Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the steerable guide catheter (sgc) was returned for evaluation. The reported difficult clip delivery system (cds) insertion, sgc leaks, and material deformation (damaged silicone valve) were confirmed via returned device analysis. The investigation concluded that the reported difficult to insert and leak appear to be related to the observed tear in the silicone valve; however, the investigation was unable to determine a definitive cause for the tear in the silicone valve. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report air leak in the steerable guide catheter during use, requiring aspiration. This is considered intervention to prevent injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter was advanced to the left atrium without issue. When an attempt was made to insert the clip introducer, significant resistance was noted, and the clip introducer could not be inserted. The sgc valve appeared to be mangled/crumpled. Some air was let into the device; therefore, a syringe was used to aspirate the air on the side port. The sgc was removed and replaced. The same clip delivery system was used with the new sgc. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.